Event description:
It was reported that the patient presented for implant procedure. During the procedure, the guidewire stuck to the left ventricular (lv) lead and failed to be removed. The lv lead was not used and replaced during the procedure. The patient was stable throughout.